Event description:
Upon removal of a preface guiding catheter sheath it was noted that the distal tip section was partially separated from the shaft over two thirds of its circimference. The doctor states that this patient had a lot of fibrous tissue in the femoral vein due to the patient having had multiple previous procedures. Significant force was required to introduce the preface sheath despite pre-dilation with a dilator alone or short catheter sheath with 8 and 9 french dilators. There was no patient injury.